Manufacturer narrative:
The technician found the head of the stretcher hex rod screw broken inside the hex rod. The technician replaced the head hex rod and screw to resolve the issue.

Event description:
The technician alleged that the brake casters do not hold. No patient impact.